Manufacturer narrative:
The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: the tracheal cuff could not be inflated. The nurse, stated that the cuff was not checked prior to use. The tube was inserted and then it was noticed that the cuff did not inflate. The pt was re-intubated without problems. The surgery was not extended due to the issue, no negative effects to the pt.